Event description:
It was reported that the touchscreen of this programmer was unresponsive. The programmer was new and when checked for its operation, the touch panel repeatedly froze, and error code appeared. This programmer was out of service.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The error code 8fcfc was confirmed in the memory log files. The error code was not able to be replicated during analysis. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.